Manufacturer narrative:
This device is intended for treatment, not diagnosis. A manufacturing evaluation was performed. The part was received broken in 2 pieces about 6mm from the rod end of the device. There are several nicks, scratches, and indentations on the surfaces which is consistent with use. There is discoloration on the rod and a heavy indentation in the rod surface. The rod has been shortened from its original length. These conditions are consistent with explanation and use of the device. Related dimensional features on the device measure within specification at the break site; therefore, the complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The extension was received with a fracture approximately 6.5mm below the transition to the rod feature of the implant. There are several scratches and black marks on the surface. It is not possible to determine the cause of the implant breakage. Contributing factors may include patient activity and/or unusual stresses imposed on the device during implantation. The implant materials were reviewed and are adequate for the devices intended use. This complaint is indeterminate given the lack of information on the complaint description and the various causes that could lead to a broken implant.

Manufacturer narrative:
This device used for treatment and not diagnosis. There were no abnormalities observed during the DHR review that are relevant to the complaint. The investigation is ongoing.

Event description:
Patient was implanted with veptr ii construct on an unknown date. Reportedly on (B)(6) 2013, the patient heard a popping sound. X-ray taken revealed the ti proximal extension broke below the transition from the sleeve portion into the rod. On (B)(6) 2013, the surgeon removed the ti proximal extension and implanted another veptr ii rod. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.